Manufacturer narrative:
The onyx will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of patient symptoms after onyx embolization. It was reported that onyx was used in the treatment of an abdominal aortic aneurysm (aaa) endoleak. There were no reported issues during the procedure. The angiographic result was good. Post-procedure, the patient developed asystolic heart rhythm. This adverse event was treated with atropine and the patient was reported to have stabilized.